Manufacturer narrative:
Analysis confirmed the reported touch pen issue; the touch pen was not aligning with the arrow; the overlay was found out of electrical specification. Analysis also found that when the rf (radio frequency) head cable was pulled there was a loss of telemetry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the touch pen was not working and there was a lack of telemetry. The programmer was returned for repair. No patient complications have been reported as a result of this event.